Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the system controller produced low flow alarms. It was reported that the cause for the low flows was diminished flow through the pump. An aortogram revealed little flow through the device, with no kinks observed. The patient¿s ejection fraction had improved, and lvad support was discontinued with the device left in situ. It was reported that device support was not discontinued solely for patient recovery. Device support was discontinued mainly due to the lack of flow through the device secondary to suspected device thrombosis. The patient was discharged home, on an unspecified date. No additional information as provided.

Manufacturer narrative:
No product was returned for evaluation. The report of low flow alarms was confirmed based on the evaluation of the submitted system controller log file; however, a specific cause for the alarms could not be conclusively determined. The log file which contained data from (B)(6)2017 at 3:41:07 through (B)(6)2017 at 6:47:53 captured continuous low flow hazard alarms, but pump power and average pi remained stable throughout. In addition, a correlation between the device, the low flow alarms and the reported suspected thrombosis could not be conclusively determined. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.